Event description:
During routine testing of the device at the service center, the service tech reported the cable guide was broken. No other details regarding the nature of the event were provided. The monitor was originally returned for failure to power on. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.